Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "latch that holds syringe will not move" issue was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a damaged syringe holder. The syringe holder was replaced in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative contacted a technical service representative to report an infuso.r. With a "latch that holds syringe will not move." It is unknown when this event occurred, but it occurred in the anesthesia department. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. No additional information is available.